Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the receptacle stuck. Based on the result, we concluded that it was caused due to the excessive force applied on the receptacle. In addition, we confirmed that the light guide cable buckled, the u/d and the r/l pulley wires stretched, the nozzle gluing missing, and the remote control buttons cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0587(angle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angulation stuck.